Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the error e105 (image processor/light source) was displayed due to faulty light-emitting diode unit. As to the cause of the defect, the device might have been damaged because the circuit board was affected due to stress such as heat or humidity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code 105 (image processor/light source). The issue occurred during inspection. There were no reports of patient involvement.